Event description:
Terumo insulin syringes 29g x 1/2" 1 cc came without scale markings, just blank. A prescription for those syringes was dispensed in 2003. Reporter called pt. And they had a few of those blanks. They will return them.